Event description:
Customer reportedly rec'd the following results on the aviva system within 10 minutes: 209 mg/dl, 305 mg/dl, and 133 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.